Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent moved on the balloon occurred. As a 2.50mm x 28mm synergy ii drug-eluting stent was being inserted into the patient, it was noted that the distal stent was loose and separated from the balloon. No patient complication were reported.